Event description:
It was reported to boston scientific corp that during an anterior vaginal repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg assembly through the pt's left sacrospinous ligament. When the physician was attempting to throw the second mesh leg assembly through the right sacrospinous ligament, the needle, along with approx 3 centimeters of suture, detached from the mesh leg assembly and was caught inside the capio cage. It was supposed that the capio device misfired, severing the suture. The procedure was completed with another uphold vaginal support system and the pt reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).